Manufacturer narrative:
The complaint of liquid escaped from the filter when medication is injected on item sn (B)(6) cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event occurred on an unspecified date and involved a filterleitung mönchengladbach which the customer reported that the integrated 0.2m filters burst when medication is injected. The situation can be recognized by a sudden loss of pressure during injection and liquid is escaping from the filter. This situation does not affect the line. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Additional information b5, d9 and d10 section.

Event description:
Additional information was received that the incident occurred on first week of (B)(6)2024. The name of the medication was glucose/amino acid mixture (parenteral nutrition) from in-house pharmacy. The product was stored in the original box in cupboard storage. There was no unprotected chemo exposure and it did not come into contact with the patient or health care provider. There was no harm associated with this event.